Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "user error". The patient had removed the "thigh support" accessories from another product and personally installed them on the suspect wheelchair. These thigh support accessories were identified as being much longer than the original equipment for the product and not suitable for the patient to install them on the wheelchair before transferring into the product. Therefore, the equipment the patient used to modify the wheelchair hindered the patient's ability to performance an independent pivot transfer into the seat of product and the patient fell and broke both legs, later sustaining infection. The wheelchair did not malfunction or contribute to this incident. Permobil has attempted to contact with the servicing dealer in regards to a wheelchair evaluation to assist the patient and have been unsuccessful. The patient informed permobil that they would pursue service from a different authorized servicing dealer for the product. The patient is currently under the care of healthcare professions and reported that later will pursue assistance from a servicing dealer regarding possible adjustments to the original equipment if determined to be necessary. The patient will be referred to the owner's manual where it states that permobil always recommends the use of an attendant when transferring into the product for user safety. The use of non-approved parts or unauthorized modifications could lead to increased risk of injury (see warning label found within f3 owner's manual). In conclusion, the patient did not exercise good judgment, failed to complete successful transfer or use proper mobility techniques for independent transfers. The patient may require assistances of a caregiver for any future transfer attempts. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.(B)(4).

Event description:
Patient reported contacting the servicing dealer for a desired adjustment on his thigh support accessories. In the meantime, the customer decided to use a thigh support accessories from another medical device, which happened to be an incorrect size and in the incorrect position. The patient was performing an independent transfer into the wheelchair when the suspect thigh support accessory obstructed his pathway for clear transition and the patient fell and sustained injury to both legs. Exact date of this event is unknown.